Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, d9

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ti matrixmand 7x23 ang recon pl lt 2.5 was broken into 2 pieces the broken piece was returned. The fracture surfaces of the smaller fractured section were examined with scanning electron microscopy. The fracture was found to have initiated on the side of the plate and propagated inwards through fatigue. The rougher ¿texture¿ of the second fracture surface compared to the first is indicative of a more abrupt ductile fracture. Once the first half of the cross-section of the plate had fractured, the stresses on the remaining half were such that the final fracture was overload in nature. Much of the surface of the initial fracture area had been burnished, likely due to rubbing and other contact after the fracture occurred. It was therefore not possible to determine the specific initiation site. However, fracture features on the surface indicate that it was on the outer edge of the plate. Notches were observed on the sides of the plate, including two that intersect the fracture surface on the side the initiation. Similar notches were seen along the length of the plate, particularly near bends. The notches were likely created during implantation or removal of the implant. If they were present while the plate was implanted, they may have created areas of higher stress. Such areas are more prone to initiation of fatigue cracks. The outer surface of the plate near the fracture initiation and inside the notches themselves have rough ¿alligator hide¿ like appearance. This can form when titanium is stretched or bent. This is a normal procedure that occurs during implantation of the device. That this pattern is observed inside of the notches suggests they may have been present before the final shaping of the plate. Based on these observations, the plate failed due to low stress, high cycle fatigue. There were no defects or inclusions observed in the material that may have contributed to crack initiation or propagation. However, there were mechanically made notches observed at the fracture surface. Depending on when these notches formed, they may potentially have contributed to fatigue crack initiation. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the ti matrixmand 7x23 ang recon pl lt 2.5 in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the ti matrixmand 7x23 ang recon pl lt 2.5. While no definitive root cause could be determined, it is probable that the ti matrixmand 7x23 ang recon pl lt 2.5 was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: sterile article: part: 04.503.739s, lot: l550598, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 31. Aug. 2017, expiry date: 01. Aug. 2027. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile article: part: 04.503.739, lot: h417825, manufacturing site: synthes USA hq, inc. A DHR review was not performed for this pi. This lot was manufactured by elmira. Please reassign this task to the correct group. Non-sterile article: part number: 04.503.739, lot number: h417825, part manufacture date: 04-aug-2017, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 7x23 angle recon pl left 2.5mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient had primary mandibular reconstruction procedure. On an unknown date it was found that the plate had broken-off. It was unknown when the plate was removed. There was no information about any removal procedure and the patient. Concomitant device reported: lock screw ø2.4 self-tap l14 tan 1u I/clip (part# 04.503.644.01s; lot# unknown; quantity: 4). Lock screw ø2.4 self-tap l12 tan 1u I/clip (part# 04.503.642.01s; lot# unknown; quantity: 4). Lock screw ø2.4 self-tap l10 tan 1u I/clip (part# 04.503.640.01s: lot# unknown; quantity: 2). This complaint involves one (1) device. This report is for (1) ti matrixmandible 7x23 angle recon pl left 2.5mm thick. This report is 1 of 1 (B)(4).